Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms during bolus and basal, even after infusion set change. Customer's blood glucose was 425 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin exit. Customer was advised that occlusion may have been due to a possible site issue. Customer was advised to change infusion set.